Event description:
It was reported that an asymptomatic patient presented in-clinic after receiving the vibratory patient notifier. Upon interrogation, the notification for charge time limit was noted on the implantable cardioverter defibrillator. The last notification was dated (B)(6) 2018. The device interrogated and tested fine, however, during the manual capacitor maintenance a popping noise was heard and device timed out. The patient became anxious. The device was explanted and replaced on (B)(6) 2018. There were no patient complications.

Manufacturer narrative:
Final analysis found the reported extended charge time was confirmed in the laboratory via review of the device image. The hv capacitors were sent to the manufacturing site for further evaluation and an internal capacitor anomaly was found. The root cause of the extended charge time was an internal hv capacitor anomaly.